Event description:
The customer reported that an 840 ventilator stopped cycling. Pt involvement is unk. Covidien was not authorized to repair the unit. The customer reported to have replaced the breath delivery unit (bdu) cpu pcb. The covidien customer support engineer (cse) updated the software and conducted final testing.

Manufacturer narrative:
Multiple attempts to customer have been made with no customer response. If the customer reports further info, the complaint record will be re-opened and a follow MDR will be submitted.